Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clock of an implantable pulse generator (ipg) was unable to be adjusted to the correct time zone. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Upon additional analysis of the reported issue it has been determined that the inability to program the local time in the device does not present patient risk or harm and does not impact device functionality. If information is provided in the future, a supplemental report will be issued.